Event description:
It was reported that during a genioplasty surgery, the doctor attempted to bend plate (B)(4) using an upper mid-face 90 degree bender. It was reported that the plate broke in his hand. Additionally it was reported that the broken plate was discarded and two new plates were successfully bent and implanted. Upon next-day follow up it was reported that the patient's jaw had shifted, requiring emergency revision surgery. It was reported that during the revision the doctor discovered that one of the plates had snapped at one bend and that the other plate had snapped at both bends.

Manufacturer narrative:
Devices not available for return. Internal investigation in process.